Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an eval revealed that the housing was breached, exposing internal electronics, which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Eval summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry and there was a loose prong. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plus was measured at 12.97 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.4 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer originally reported to customer service that one of the prongs on her transformer was pushed in. Upon receipt at medela the transformer was evaluated by qe and was found to have a breached transformer housing which is a safety risk.